Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and non-calcified iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and non-calcified iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 28mm distal of the proximal markerband and extending approximately 5mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per mustang specification. A visual and microscopic examination observed no damage to the tip. A visual and tactile examination identified no kinks or damage to the shaft of the device. E1-initial reporter city: (B)(6).